Event description:
A customer observed false positive vitros anti-hav igm results from two samples drawn from a single patient tested on a vitros 3600 immunodiagnostic system. One of the samples from the patient produced a negative result on a competitive system. False positive results may lead to inappropriate physician action. The false positive results were not reported by the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation was unable to determine the performance of the vitros 3600 system and the vitros ahav igm reagent at the time of the event as the customer did not provide information to assist in the investigation. The root cause for the false positive vitros anti-hav igm results is unknown, however, the possibility of an unknown sample interferent contributing to the result could not be ruled out. The investigation is on-going.